Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed to address the occlusion alarms and the occlusion alarms continued. The customer's blood glucose level was 169 mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions.